Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were plastic shards on a 1 ml bd¿ allergy syringe with permanently attached needle 26 g x 3/8 in. Intradermal bevel before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: device history record review ¿ a review of the device history record was completed for batch # 6351903. All inspections were performed per the applicable operations qc specifications. Needle assembly- there was one (1) batch of material# 8365011 (barrel 1.0ml shd 26ga 3/8in ib (B)(4)) which went into finished batch# 6351903. Batch# 6351903, date(s) of manufacture: 07mar2017, machine(s) manufactured on: (B)(4). There were zero (0) defects or notifications noted during review of the above listed batch. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the samples / photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.